Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, battery cap contact missing, cracked keypad overlay, cracked case (battery tube), faded serial number label, and torn display window cover. The p-cap/reservoir does lock properly. Confirmed blank display was due to severely corroded pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Cosmetic damage was confirmed at battery compartment and battery cap during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic), blank display, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported crack on the pump, exposed to moisture, battery cap contacts damage and blank display. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per health care professional instructions. Mmt-1884 was requested and the device was returned. The customer will discontinue the use of the device.